Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was damaged. There was no report of patient impact. The following information was provided by the initial reporter: product breaking at multiple junctures.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes.. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: a complaint of product breaking in multiple areas was received from the customer. A sample was returned for investigation. The tubing looked as it had been sliced, separating the drip chamber from the top of the set. The stopcock was separated at the male luer and the female luer. Solvent was not noted on either connection points. No other damages or defects were observed. A device history record review could not be performed on model 100115896 because the lot number was unknown. The root cause for the separation was due to an insufficient amount of solvent being added to the connection sites, making the set easily separable. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was damaged. There was no report of patient impact. The following information was provided by the initial reporter: product breaking at multiple junctures.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was damaged. There was no report of patient impact. The following information was provided by the initial reporter: product breaking at multiple junctures.